Event description:
It was reported by the patient that the device was alerting. When the patient called the physician's office, a nurse stated it was alerting because "they had turned something off." Follow-up with the physician's office clarified the right ventricular lead superior vena cava (svc) coil impedance rose and was high, which triggered an alert. The svc coil was programmed off, and later the audible and wireless alert was programmed off as well. No patient complications have been reported as a result of this event.